Event description:
Prior to lead being introduced into the body, the helix of the right ventricular (rv) lead was unable to extend. A new rv lead was successfully implanted to resolve event. The patient was stable.